Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, nulliparous, glaucoma, deafness, anxiety and traffic accident in (B)(6). Concomitant products included prazepam (lysanxia) for anxiety attack. On (B)(6)2011, the patient had essure inserted. On (B)(6)2014, the patient experienced anxiety ("anxiety attack (without particular reason), about 4 episodes"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube disorder ("congestive tube wall "), endometrial hyperplasia ("proliferating endometrium"), pruritus ("diffused pruritis"), headache ("headaches") and back pain ("atypical thoracic pain on left or right, sometimes on the back"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia, anxiety, fallopian tube disorder, endometrial hyperplasia, pruritus, headache and back pain outcome was unknown. The reporter considered anxiety, back pain, endometrial hyperplasia, fallopian tube disorder, headache, menorrhagia and pruritus to be related to essure. The reporter commented: at insertion there was 3 visible coils on right and 4 visible coils on left. The cardiologist stated that the symptoms were likely due to the patient's high stress level, and that the patient was possibly perimenopausal. The cardiologist also noted that the creatinine was at the limit of normal and ggt slightly elevated because iron level elevated. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter, medical history, concomitant drug and events congestive tube wall, proliferating endometrium, menorrhagia, diffused pruritis, headaches and atypical thoracic pain on left or right, sometimes on the back added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("anxiety attack (without particular reason), about 4 episodes"), 2 years 10 months after insertion of essure. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and anxiety outcome was unknown. The reporter considered anxiety and medical device removal to be related to essure. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.